Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that there was contaminate on the cement mixer. The silver material also fell on some of the implants. The silver material was removed, and the implants were discarded. The event timing was during surgery. There was no harm and there was a 20 minutre delay reported. Upon investigation, it was unknown if the packaging met specifications.